Manufacturer narrative:
The field service engineer found the cell rinse water volume was too high. He checked the vacuuming performance of all nozzles and adjusted and checked all cell rinse volumes. The customer performed calibration and qc successfully. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results from the cobas 8000 cobas c 701 module. Patient sample 1 initial result was 6.1 mg/dl and the repeat result was 8.9 mg/dl. Patient sample 2 initial result was 4.9 mg/dl and the repeat result was 8.8 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot number was 57980401 with an expiration date of 31-dec-2022.